Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to an ilet pump failed to connect to the ilet despite the sensor code being entered, while glucose values appeared in the dexcom mobile application; the pump then displayed high and the user was advised to disable phone bluetooth to facilitate pairing and informed that the pump would deliver corrective dosing every five minutes. Symptoms included hyperglycemia with a peak of 400 mg/dl accompanied by nausea. Outcomes included no reported hospitalization, emergency treatment, or injuries. Investigation included review of available data and attempts to retrieve device reports, though reports were not synced at the time. Investigation of this case revealed a pairing failure limited to the ilet interface with no alerts or alarms generated and no synced data to further characterize the event. It was concluded that the event involved a communication issue between the cgm and the ilet without evidence of device malfunction beyond pairing failure and without clinical sequelae requiring medical care. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.